Event description:
A report was received from health canada's canada vigilance program which states, "patient underwent living donor right hepatectomy and was stable at conclusion of procedure and at time of transfer from or to pacu. Upon arrival to pacu was found to be severely hypertensive (sbp >200) with ventricular arrhythmia (v.tach/v.fib). Pacu staff discovered levophed infusion had been disconnected from infusion pump and was running into patient freely. This was stopped. Esmolol was administered to lower hr and bp. Patient stabilized clinically. Deep st depressions noted on 12 lead ECG, which resolved spontaneously after 1-2 hours. By postoperative day 1, serum troponin level >3600¿.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction : date of event, describe event or problem, additional information : age at time of event, age unit, date of birth, sex, concomitant med prod data, imdrf annex a and g codes.

Event description:
A report was received from health canada's canada vigilance program which states, "patient underwent living donor right hepatectomy and was stable at conclusion of procedure and at time of transfer from or to pacu. Upon arrival to pacu was found to be severely hypertensive (sbp >200) with ventricular arrhythmia (v.tach/v.fib). Pacu staff discovered levophed infusion had been disconnected from infusion pump and was running into patient freely. This was stopped. Esmolol was administered to lower hr and bp. Patient stabilized clinically. Deep st depressions noted on 12 lead ECG, which resolved spontaneously after 1-2 hours. By postoperative day 1, serum troponin level >3600¿. Although requested, additional information was not provided.